Event description:
The customer reported an alarm during the manual prime. Inspected the unit, and found that the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with protruded drive support disk. The insulin pump unable to prime during the prime test due to protruded/loose support disk. No prime alarm noted. The insulin pump had scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.